Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm and guided the caller to remove the cartridge, deliver a bolus, and reload a new cartridge using proper techniques, resulting in successful insulin therapy resumption. The issue was resolved, and the customer requested cartridge replacement, which technical support agreed to send.